Manufacturer narrative:
The long bipolar grasper instrument was received for failure analysis. Failure analysis could not verify the customer reported event of a fragment detaching and falling into the patient. However, the instrument was found to have one severely bent grip, causing misalignment of the grips. There was a 2.66 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure the long bipolar grasper instrument had a broken cable and that a fragment fell into the patient and was retrieved during the same procedure.